Event description:
Initial info was reported by a physician to a sales rep on (B)(6) 2012: a female pt received 2 vials of poly-l-lactic acid (sculptra aesthetic) to volumize her face in (B)(6) 2011 and in (B)(6) 2011. No adverse events were reported from these injections. In (B)(6) 2012, the pt received radiesse injections into her face. When the pt came in for her 35 day f/u visit, which was last week ((B)(6) 2012), her face was swollen, and with papules and nodules in her skin. She was treated with a week of steroids (prednisone). No further relevant info was reported.